Event description:
Philips received a complaint on the heartstart xl+ indicating that the customer was saying the self-test was failing. The device was not use at the time of the event. The customer worked with the technical support representative and found there was no device fault. The device passed all testing and was put back into service. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The device remains at the customer's site. No further action is required at this time.

Manufacturer narrative:
Remote support provided.